Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation and difficulty charging the ipg. The patients ipg was replaced and was doing well postoperatively with good coverage. The explanted ipg was not returned.